Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had a procedure done the other day and tried to turn the therapy off on sunday at home, but they could not get it turned off. They took it to the hospital and the doctor could not get it turned off either and then finally they did. The dr called manufacturer representative (rep) about this and they called the patient and tried to help the patient over the phone and they were unable to get it to connect either. During the call, agent walked the caller through connecting and it connected with no issues. Patient tried a second time on the call and encountered no issues. Patient services (ps) reviewed to call us back when it happens again so we can troubleshoot. Agent reviewed common troubleshooting, wrong app, communicator plugged in, etc. And the patient noted that none of that applied to their situation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.